Manufacturer narrative:
The device associated with this complaint has not be returned for evaluation. A supplemental report will be submitted if and when the device has been received.

Event description:
It was reported that when a fully charged li-ion battery was used on the autopulse the platform displayed "replace battery" message. The battery showed faulty light when it was inserted in the autopulse multi-chemistry charger. No known patient consequences were reported.